Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse confirmed the issue and reprogrammed each system cart manually. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause was attributed to a failed or interrupted software update. The issue was resolved by manually reprogramming the system carts. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system powered on with all red leds and an error 35 displayed on the screen. A system software update was initiated the previous evening, and logs indicated the update was not complete. Customer attempted a hard power cycle but the issue could not be resolved. The procedure was aborted with no reported injury.